Event description:
It was initially reported to boston scientific that during the procedure the gdc 10-soft synerg detection circuit unraveled. Though the physician did not pull the coil with force it stretched. No injury and/or complication was encountered with the pt. In 2003, during the analysis of the device, it was noted that the main coil had separated from the pusher wire at the main junction tubing, due to this finding this complaint subsequently became a medical device report.